Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, small grasping retractor instrument had frayed cable. There was no report of patient involvement.